Event description:
FDA/medsun report rec'd. Concerning a (B)(6) 2012 incident that involved use of mc100 microclave clear connector and arrow (B)(4) single lumen infusion catheter . The medsun reports states "...microclave connector became disconnected from the single lumen infusion catheter when the tubing was being removed and fell off. Air came into the line and the patient became symptomatic for an air embolism. Patient went into cardiac arrest, sustained neurological injury and was placed in nicu (neuo ICU). Patient is now in rehab." No add'l. Patient information released to the mfg.

Manufacturer narrative:
MFR analysis and investigation: device return: two (2) used mc100 clear microclave clear connectors were returned to the mfg. For analysis and investigation. The two (2) returned mc100 microclave connectors were numbered sample #1 and sample #2. Although requested not mating devices were returned. Visual analysis during decontamination recorded sample #1 residual leakage between silicone seal and clear cap housing; leakage between silicone seal and clear cap housing; leakage also noted externally at junction of body cap and spike threads. Visual analysis during decontamination with sample #2 recorded the silicone seal was partially out of the cap body. This condition was most likely cause dues to use/access with incompatible mating device with inside diameter > 0.110". The report also notes residual leakage near the CAPA threads; no visible silicone seal / component damages. Dimensional analysis recorded no dimensional non conformances. Additional engineering analysis were performed. The returned mc100 connectors were disassembled and inspected. The results recorded sample #1 exhibited an 'l' shaped puncture through the wall of the seal. This condition would cause leakage. Sample # 2 recorded no damages/anomalies with the internal components. Functional testing was performed. Due to the noted internal component damage on sample #1 functional testing was not performed. Sample #2 was reassembled and tested. The results recorded sample #2 passed performance testing. Conclusion: the testing and analysis of the returned samples documented various component damages/puncture marks caused during usage with incompatible mating devices. Follow up information received from the facility contact: facilities internal investigation of this incident and involved devices are reporting the event/device issues were attributable to the arrow infusion catheter. No specific and or additional information regarding the nature of the catheter defect was provided to the mc100 connector manufacturer.